Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
Date of event and number of occurrences 1/26/2026 product details (material and lot number) 5267705 description of the issue observed: needle retracted prior to activation patient impact (if known) none